Event description:
It was reported by a patient's husband that the patient's generator was hanging by the wire outside of the pocket. The husband noted that the device was visible. However, the physician assessed the site and determined there was no open skin or pain. The following physician did not have any major concerns regarding this report, as the device was confirmed to be functioning within normal limits per system diagnostic testing and device appeared to be located near its initial implant location. It was later found that the patient was referred for a revision of the generator site. No additional information has been received to date. No surgical intervention has been reported to date.

Event description:
Patient underwent generator replacement surgery. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Manufacturer narrative:
H3: code 81: device evaluation is not necessary because the reported event has been determined as not related to vns therapy.